Manufacturer narrative:
The customer stated verbally that their qc recovery data was acceptable prior to running patient samples. The alarm trace showed a water reservoir too low alarm, a bath water sensor alarm, fuse failure alarm, an abnormal aspiration sample probe alarm, a sample foam detection alarm, and three calibration alarms. The field service engineer (fse) found there was no reference reagent going to the electrode. The fse replaced the degasser, valves, and the packing in the ise syringes. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The potassium electrode lot number is v3331 and the expiration date is 02-jun-2024. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 3 patient samples on a cobas 8000 cobas ise module. The customer was receiving voltage errors around the same time the patient results were produced. The customer obtained patient results that were accompanied by data flags which prompted them to repeat all patient samples. For sample 1, the initial na result was 146 mmol/l. The repeat result was 134 mmol/l. For sample 2, the initial na result was 148 mmol/l. The repeat result was 140 mmol/l. For sample 3, the initial k result was 5.9 mmol/l. The repeat result was 4.2 mmol/l. The repeat results were deemed correct.